Event description:
It was reported that the ventricular assist device (vad) patient was found dead without vital signs in their home with an alarming c ontroller. The cause of death was unknown.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller model #:unk/ catalog #:unk/ expiration date: unk / serial or lot#: unk UDI #: asku device available for evaluation: no mfg date: unk labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files associated with (B)(6) revealed a sudden decrease in power consumption and estimated flows on 26-dec-2022 leading to parameters below the normal operating range and a subsequent rise in power consumption and estimated flows to parameters above the normal operating range; log files revealed four (4) low flow alarms since 26-dec-2022 and one (1) high watts alarm was logged on 27-dec-2022 at 07:35:32. Review of the alarm log file then revealed three (3) vad disconnect alarm and one (1) vad stopped alarm were logged on 27-dec-2022. The first vad disconnect alarm was logged on 27-dec-2022 at 07:53:09; this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. A vad stopped alarm was then logged at 07:53:30, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was followed by two (2) additional vad disconnect alarms logged at 19:29:38 and 19:31:16, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting after the patient was found. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. The most likely root causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and physical disconnections of the driveline from the controller due to troubleshooting after the patient was found. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on historical review of similar events and the available information, the most likely root cause of the reported high-power event can be attributed, but not limited to external factors such as thrombus formation/ingestion. Based on the available information, the low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering a high watt alarm, and subsequently resulting in a vad stop due to the thrombus preventing the pump from restarting. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6) ¿ controller h6: img code(s): g0200701 h6: FDA method code(s): b17, b14, b15 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the possible cause of death was heart attack.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated d4, b5 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after log file review the ventricular assist device (vad) exhibited low flows. One day later, the vad exhibited a high watt alarm and the vad stopped.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Updated b5, h6, and h10. Additional products: d1: heartware ventricular assist system ¿ (B)(6) d4: model #:1650 catalog #:1650 expiration date: 31-jul-2021 serial or lot#: (B)(6) UDI #: (B)(4). H4: mfg date: 16-jul-2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.